Manufacturer narrative:
The na electrode lot number is aqe_2024 with an expiration date of 10-aug-2025. The cl electrode lot number is aqm_2024 with an expiration date of 11-aug-2025. The calibration and qc were acceptable. No visual issues were observed with the samples. The field service representative found the sipper tube had a pin hole in it and the dispense nozzles were misaligned. He replaced them. He performed extensive troubleshooting and checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 7 patient samples on a cobas c 303 analytical unit. Three examples were provided. There was an allegation of questionable na electrode and cl electrode results for 1 of the provided examples. Patient 1: the initial na result was 158.2 mmol/l and the repeated result was 143 mmol/l. The initial cl result was 117.3 mmol/l and the repeated result was 105.4 mmol/l. Patient 2: the initial na result was 151 mmol/l and the repeated result was 140 mmol/l. Patient 3: the initial na result was 147 mmol/l and the repeated result was 136 mmol/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated because the initial results were reported outside the laboratory and were questioned by a physician.